Event description:
The device was used during a thoracotomy with lower lobectomy. The instrument could not be removed from the application site. The surgeon applied another device and resected the original device off tissue. However, the second device could not be removed and more tissue was resected to remove the instrument. The surgeon stated that the pt was never endangered and completed the procedure by manually suturing. The hosp has stated that the pt's status is satisfactory.